Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00068, 3002806535-2022-00069. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: there was a revision - oxford warranty program. Patient outcome: revision.

Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00068, 3002806535-2022-00069. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: there was a revision - oxford warranty program. Patient outcome: revision.

Event description:
It was reported, that: there was a revision of an implant. Oxford warranty program. Patient outcome: revision. Addi received on 17 feb 2022: the parts implanted in the initial procedure: (B)(6), lot# 301510. (B)(6), lot# 761750. (B)(6), lot# 865270. (B)(6), lot# 582290. (B)(6), lot# 834130. (B)(6), lot# 2500741. - original surgery was performed at oss by dr alhadeff. - the sticker sheet addi received on 22 feb 2022: - no op notes or x rays available to share. - all components of the partial knee were removed. - the tibia component had subsided posteriorly, and arthritis had progressed to the lateral compartment. - no patient-specific indications. - no variance in technique.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. The following sections were updated: complaint summary: the product has not been returned for evaluation, and x-rays or medical notes have not been provided. Therefore, the investigation has been limited to a review of the device history records and a complaint history search. A review of the manufacturing history records confirms no abnormalities or deviations were reported. A review of the complaints database for 3 years before the notification date has identified the following information: two (2) similar complaints about item #(B)(4). (Including the initiating complaint). There were zero (0) additional complaints against lot #2500741. Two (2) similar complaints about item #159532 (including the initiating complaint). There were zero (0) additional complaints against lot #834130. Three (3) similar complaints about item #161468 (including the initiating complaint). For this item, the lot is unknown so no additional search was required for the item and lot. These devices are used for treatment. The implants used have been confirmed to be compatible/not enough information has been provided to determine if all implants are compatible. These part and lot combinations are not associated with any recalls at the time the search was conducted. The likely condition of the devices when they left zimmer biomet is conforming to the specification. The root cause of the reported event can not be determined with the information provided no corrective action is required at this time as the root cause of the reported event has not been determined. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00068-2, 3002806535-2022-00069-2. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up document is being submitted to relay supplemental information. Supplemental information acquired: actual/suspected product data. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00068-1, 3002806535-2022-00069-1, 3002806535-2022-00070-1. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be tendered.

Event description:
On 10 feb 2022 it was reported, that: there was a revision of an implant oxford warranty program. Patient outcome: revision. Addi received on 17 feb 2022: the parts implanted in the initial procedure: 161468, lot# 301510, 159541, lot# 761750, 159531, lot# 865270, 161468, lot# 582290, 159532, lot# 834130, 159569, lot# 2500741. Original surgery was performed at (B)(6). The sticker sheet addi received on 22 feb 2022: no op notes or x rays available to share. All components of the partial knee were removed. The tibia component had subsided posteriorly, and arthritis had progressed to the lateral compartment. No patient-specific indications. No variance in technique.